Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead and the right ventricular lead had exhibited an unspecified over-sensing issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.